Event description:
Patient revised to address infection. Update 4/30/2015- pfs and medical records received. Pfs and medical records were received on 8/18/2014 with the alert date of (B)(6) 2013. The records were reviewed for MDR reportability on 4/30/2015. Pfs alleges infection and the medical records indicate the patient's implants were all removed on (B)(6) 2009 for infection and prostalac was placed. The stem, head, and liner that are on this complaint are being changed to reportable now. The cup and 2 screws that were also removed are reported on (B)(4). After the patient's implants were removed on (B)(6) 2009 the patient went through several I&ds and prostalac changes and was reimplanted on (B)(6) 2009.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.